Manufacturer narrative:
There were multiple PMA/510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA/510(k)#: k011369; PMA/510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spring on the ultrasafe x100l png clear nvs stein needle was found broken before use. The following information was provided by the initial reporter: ""the spring on the needle is broken"/premature activates sd".

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the spring on the ultrasafe x100l png clear nvs stein needle was found broken before use. The following information was provided by the initial reporter: ""the spring on the needle is broken" / premature activates sd."